Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between may 1, 2024 and jun 24, 2025. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for the reported device decentered or dislocated. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a patient underwent implantation of a toric intraocular lens (iol). Following the procedure, capsule issues were observed, and the lens was found to be misaligned. The patient was referred to a cornea specialist. The doctor explanted the lens in a secondary surgical procedure and placed a non-johnson & johnson iol in sulcus. No further information was provided.